Manufacturer narrative:
No product will be returned for eval.

Event description:
On the event date, the pt reported that this morning she has had elevated blood glucose readings ranging from 230 mg/dl to 270 mg/dl with her normal range being 80-130 mg/dl. She bolused insulin to treat her readings. She stated she changed her insulin infusion set tubing, infusion device battery cover and adapter. She then primed until she saw insulin dripping from the tubing. She placed her infusion device in run and delivered a 1.0 unit bolus of insulin, but saw no insulin coming out of the tubing. She said that two days prior, she received an a1 (cartridge low) and a2 (battery low) alert and she changed the battery and cartridge the next day. To troubleshoot, she was instructed to insert a new battery. She did so, and primed until she saw insulin coming out of the tubing. She placed her device in run and delivered a 1.0 unit bolus of insulin and she saw insulin come out of the tubing. She stated her most recent blood glucose reading was 236 mg/dl and she will monitor her readings until she returns to her normal range. No product will be returned for eval.